Event description:
The customer did not specify the nature of the complaint. There was no pt incident or injury reported. Eval for the returned product shows that the unit powered on, but the alarm tone is inaudible.

Manufacturer narrative:
(B)(4): eval results - eval for the returned product shows when tested the alarm powered on correctly. The led has partial display. The alarm did sound when the pressure is removed from the sensor pad. The alarm speaker sound is distorted and faded out until inaudible. (B)(4).